Manufacturer narrative:
The product has been received for analysis. This report will be updated, and a supplemental report will be issued upon completion of analysis.

Event description:
It was reported that this device was replaced due to preventive/prophylactic reasons related to the "high battery impedance may initiate safety mode" ingenio advisory. No additional adverse patient effects were reported. This device is expected to be return. Additional information received via user facility report indicated this was not a prophylactic explant but rather appeared as a premature battery depletion issue.

Event description:
It was reported that this device was replaced due to preventive/prophylactic reasons related to the "high battery impedance may initiate safety mode" ingenio advisory. No additional adverse patient effects were reported. This device is expected to be return. Additional information received via user facility report indicated this was not a prophylactic explant but rather appeared as a premature battery depletion issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The header is firmly attached to the pg casing. Visual inspection noted no irregularities. Device memory noted no critical errors and passed all electrical tests. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported allegation of premature battery depletion.